Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump, and the customer planned to use multiple daily injections (mdi) as a backup insulin delivery method.